Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 mg/dl. Suspected cause was due to the customer¿s carbohydrate ratio and correction factor needing adjustments. Customer consumed carbohydrates to address bg. Customer updated the carbohydrate ratio and correction factor setting to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.